Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1z9lx, implanted: (B)(6) 2019, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 05-apr-2023, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they needed to determine MRI eligibility. The patient had a lead fragment remaining from their replacement in (B)(6) 2023 and when they did the replacement they found that the lead was frayed and a fragment remained in the patient.